Event description:
The customer contact reported a separation. On an unspecified date, it was reported that the tubing set was being used to deliver 100 ml of an unspecified contrast medium, at a rate of 3 ml/sec, via a power injector. The male adapter of the tubing set was connected to the pt's IV access site. After an unspecified time, during the injection, the tubing separated from the clave port of the tubing set. The customer contact reported that an unspecified volume of solution leaked and approx 2-3 ml of blood loss was noted. It was reported the solution came in contact with the pt's skin. The pt's skin was washed with warm water and cleaned with a towel. The tubing set was replaced and the procedure was resumed. There were no reports of adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.